Event description:
It was reported that the surgeon was using a competitor's lens with a foam tip plunger and the lens tore at the trailing haptics upon insertion. The incision was enlarged to remove and replace the lens and suture was used to close the incision.